Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during patient use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the exhalation module printed circuit board assembly (pcba). The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).